Event description:
In 2007, suture needle from o chromic #812 tip broke off during closure of uterus. Unable to locate. Flat plate x-ray taken - no foreign body seen per md. Needle attached - no description. Route: cutaneous, dates of use: two months in 2007, diagnosis or reason for use: surgical suture material, event abated after use stopped or dose reduced? Yes, event reappeared after reintroduction? No.